Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar (B)(6) forceps, the associated device logs and a provided image. One image was received for evaluation. The image depicted the housing of a bipolar maryland forceps showing a serial number that matched what was reported. Evaluation of the logs showed no errors for the bipolar maryland forceps that would indicate a problem with the jaws. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, while surgeon was opening and closing the jaws of bipolar maryland forceps(bmf), the tips did not close completely and moved jerkily. The bmf was removed and replaced with a new one to continue the surgery. It took 5 minutes to resolve the issue. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, while surgeon was opening and closing the jaws of bipolar maryland forceps (bmf), the tips did not close completely and moved jerkily. The bmf was removed and replaced with a new one to continue the surgery. It took 5 minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.